Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information in mw5168334: "call received with complaint of urethral/vaginal sling failure. Reporter stated that sometime after the device was implanted, she started experiencing severe urinary tract infections and vaginal bleeding. Over time, these issues worsened to the point that she now has urinary retention (intermittent), pressure in her abdomen, abdominal/pelvic pain (constant), pain with movement, hematuria, and is frequently confined to her bed. She has recently had two pap smears: first one on (B)(6) 2024, and second one on (B)(6) 2025, and is scheduled to undergo a scope this coming friday ((B)(6) 2025). From her first pap smear, she learned that the sling material (wires) has adhered and grown into, and through, her vaginal wall approximately 1cm in length. Reporter stated that as of today, she has continuous vaginal bleeding which has an overall impact on her physical and mental health.

Manufacturer narrative:
Correction: f1901 removed. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of the reported adverse events (adhesion, bleeding, erosion/exposure, pain, urinary retention, urinary tract infection, hematuria), quality accepts the initial reporter's observations of such as the reason for medical intervention. Complaints of this nature are monitored and captured within the product risk documentation except emotional changes and ambulation or postural difficulties. There are no clinical studies or literature to support a specific causal relationship between aris and emotional changes and ambulation or postural difficulties. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.